Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported that: during catheter use, the metal guide separates and a part remains within the patient's subcutaneous cellular tissue. Additional information: the patient had to be referred to another clinic for surgery to remove of the guide wire. The patient was reported as fine after the removal.

Event description:
It was reported that: during catheter use, the metal guide separates and a part remains within the patient's subcutaneous cellular tissue. Additional information: the patient had to be referred to another clinic for surgery to remove of the guide wire. The patient was reported as fine after the removal.

Manufacturer narrative:
(B)(4)